Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level, however, a specific bg value was not provided. Reportedly, the control iq feature was inadvertently turned off, therefore insulin delivery was not adjusted as expected. A correction bolus was delivered to address bg level. Recommendation was made to discuss diabetes management with a health care professional.